Manufacturer narrative:
Additional information was received on 8/15/2018 indicating the manufacture date of 3/14/2018 and expiration date of 3/13/2019. Corresponding fields of this report have been updated. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient had a small baseline pericardial effusion. The patient¿s blood pressure dropped and the effusion grew. Cardiac tamponade was confirmed by intracardiac electrocardiogram echo. The remainder of the procedure was aborted. Pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardium. There¿s no information regarding extended hospitalization, patient outcome or physician's causality opinion. It is unknown if a transseptal puncture was performed. The generator parameters, overall ablation time and last ablation cycle at the site of injury as well as the irrigation settings are unknown. Multiple attempts have been made to gain clarification on this event with no response.